Event description:
It was reported the connector is uncoupling on its own. No report of patient injury or harm reported. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. After review of two pictures provided by the customer, it was unable to be confirmed failure mode reported as "anesthesia - info not provided". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.